Event description:
It was reported that during the implant procedure, the physician had difficulty fixing the lead to the patient. The physician elected to no longer use and replaced the lead. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found normal lead characteristics.